Manufacturer narrative:
Manufacture narrative: significant glare and/or haloss are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced halos. Medication was administered. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.